Event description:
The patient reported that the "ok" button was not responding on the keypad. The buttons felt flat and did not click or spring back. The reporter denies damage to the keypad or exposure to moisture.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.